Event description:
This valve was explanted due to "severe" paravalvular leak. The patient was noted to be in congestive heart failure, nyha class IV and patient's inr was 3.5. The valve was replaced with a sjm 29mecj-502, and the patient was reported to be in "good" condition postoperatively.